Event description:
A 22 mm diameter x 13 mm diameter x 13.5 cm length aneurx bifurcated stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The vessel morphology is severely calcified with moderate toruosity. The physician was unable to cannulate the contralateral gate with the guidewire, due to the small diameter of the aortic bifurcation. The physician elected to convert the stent graft to an aui and a femoral to femoral bypass was performed to complete the case. No additonal clinical sequelae were reported and the patient is reported to be fine.